Manufacturer narrative:
Pump history was not reported to be inaccurate. This event was reported inadvertently. This is not a reportable event. (B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump history was inaccurate and indicated a data error alert occurred. The customer just received the pump and had not connected to the pump yet. Reportedly, the customer had not input any data into the pump. There was no patient involvement, as device had not yet been used on the customer at the time of the reported event.